Event description:
It was reported to boston scientific corporation in 2008 that a hydro thermablator IV pole was used during a hydro procedure performed the day prior (patient gender, age and weight are unknown). According to the complainant, hydro thermablator IV pole cord was smashed. There was no procedure or patient involvement.

Manufacturer narrative:
A visual inspection of the device revealed that the pole was damaged. The device will be taken out of distribution and scrapped. The most likely cause of the reported malfunction is wear and tear.